Event description:
While drilling a twist drill hole to perform a stereotactic biopsy procedure, the drill bit snapped off approx 1 1/4 inch from the bottom of the fluted end. The piece of drill bit was removed with a straight clamp and curette. No pt injury.